Event description:
It was reported that upon interrogation, oversensing was observed on the atrial channel. No issues were observed with arm movement. The patients medical condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.